Manufacturer narrative:
Pt sample not returned from user so further evaluations could not be performed.

Event description:
Pt evaluated in physician's office for shoulder pain. Blood sample drawn in physician's office and forwarded to hospital for analysis with dimertest latex reagent (d-dimer assay). Sample was tested approx 1 hr after draw. Test result was negative. Approx 3-6 hours after the dimertest result, further diagnostic tests (x-ray) confirmed thrombosis in arm (between shoulder and elbow).